Event description:
It was reported that during a surgical procedure, a mosaic bioprosthetic valve was implanted. After the heart was re-beaten, esophageal ultrasound detected aortic regurgitation. Upon further examination, it was found that the bioprosthetic valve was damaged. It was indicated that there was a hole in one of the leaflets. The valve was then explanted and replaced with another product of the same model and size. The patient recovered well after the operation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received additional information which stated that when the valve was taken out of the package, it was inspected and no damage was observed. After the valve was implanted, an esophageal ultrasound showed trace regurgitation. The valve was explanted, and a tear in one of the leaflets was observed. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.